Event description:
(B)(6) male admitted with sob and chest tightness on (B)(6). Cardiac cath showed 3 vessel cad. Pt underwent cabgx4 on (B)(6), and overnight on (B)(6) sustained r on t induced vfib arrest following inadvertent change of external pacemaker setting to doo, an asynchronous pacing mode. This resulted in approximately 3 minutes of vfib/pulseless activity/CPR. Shocked x1 at 200 j with rosc. Intubated and transferred to ctiocu. Tmax 39 degrees celsius; a cooling blanket was placed, no bacteremia resulted. Patient was extubated on (B)(6) neurologically intact, and transferred back to floor. Patient was discharged stable on (B)(6) 2015.